Event description:
Additional information: it was reported that the cause of the event was low volume in pump at time of replacement; only 9 ml had been put in the pump. On (B)(6) 2011 normal pump volume refill was done. There was no patient injury.

Manufacturer narrative:
Catheter model: 8578, (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8709, (B)(4), implanted on: (B)(6) 2003, explanted on: unk.

Event description:
A non-critical alarm confirmed by telemetry was heard because of low reservoir volume. Per the healthcare provider (hcp) patient had missed the refill date of (B)(6) 2011. Currently hcp expected 1.1ml; however he aspirated 0.9 ml from the pump. Drug delivered via the pump was lioresal 2000mcg/ml.